Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed the displacement test. We were unable to perform the prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, minor scratched display window, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call that they had high blood glucose value and compromised forced sensor system alarm. Customer's blood glucose value was above 600mg/dl. Customer was able to treat with manual injection. The drive support cap was flush. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see section h6 for additional information.